Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked, the battery cap had a worn cap and stripped threads and could not be tightened to the pump. It was also reported that there was intermittent power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 8/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/18/2016 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. The pump reboots were duplicated with the returned battery cap. During a visual inspection of the pump, it was observed that the battery compartment was cracked. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the returned pump or to the test pump. The top of the battery cap was not worn and the battery cap measurements were within required specification. A test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the initial complaint, the cartridge compartment was damaged near the threads. The returned cartridge cap was able to attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).